Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: how was it determined that the device kept activating constantly? When the device was activating constantly, was the generator displaying 3/5 and the activating beeping was heard? Or did the generator display an alert screen?

Event description:
It was reported that during an unknown procedure, although operator did not touch on the hand activation buttons of the disposable, operator felt that blade could not stop and kept activating constantly during the procedure. Scrub nurse change to new disposable and then worked it properly. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch n91w3z . The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of: ¿kept activating constantly during the procedure.¿ the batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.